Event description:
A us distributor contacted zoll to report that a pt experienced two inappropriate defibrillation shocks. Atrial fibrillation with motion artifact contributed to the false detections. The pt was conscious and walking from the restroom in her skilled nursing facility at the time if the event. The pt was alone at the time of the event. The response buttons were not pressed during the event, the pt remained in the skilled nursing facility following the event and continued to wear the lifevest until ending use on (B)(6) 2015.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp following the event and continues to wear the lifevest. Device eval was accomplished through review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(4) - (B)(6) 2013 (reuse) electrode belt sn (B)(4) - (B)(6) 2014 (initial use). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary if the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA¿s approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.